Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been reusing insulin. Tandem customer technical support informed customer that per tandem user guide: residual insulin remaining in the cartridge is unusable. Customer changed pump supplies and continued to use the pump for insulin therapy.